Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned, and a watchman laa closure device & delivery system (wds) were used. During deployment of the device, the proximal end of the was was kinked. The procedure was completed with this device and no patient complications were noted.